Event description:
A very nice ulcer [stomach ulcer], while you're swallowing that glue [accidental device ingestion] , how it's destroying your esophagus and stomach [esophageal disorder] , how it's destroying your esophagus and stomach [abdominal disorder]. Case description: on (B)(6) 2025 a spontaneous case was reported in argentina by a patient via interactive digital media (facebook). The report concerns a female consumer. The consumer received corega (carna+polma cream) for product use for unknown indication. The batch number and expiry date of the suspect product was unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer experienced serious medically significant events, a very nice ulcer (preferred term: gastric ulcer) and while you're swallowing that glue (preferred term: accidental device ingestion). On an unknown date, the consumer experienced a non-serious events, it's destroying your esophagus, (preferred term: oesophageal disorder) and it's destroying your esophagus and stomach, (preferred term: gastrointestinal disorder). The outcome of the events gastric ulcer, accidental device ingestion, oesophageal disorder and gastrointestinal disorder was unknown. No medical history was reported. No drug history was reported. The action taken were: for corega was unknown. The de-challenge was assessed as unknown and rechallenge was assessed as not applicable for all events. The causality of the events gastric ulcer, oesophageal disorder and gastrointestinal disorder with respect to the suspect was reasonable possibility. The causality of the event accidental device ingestion with respect to the suspect was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "and how it's destroying your esophagus and stomach, a very nice ulcer, while you're swallowing that glue, please".

Manufacturer narrative:
Veeva case: (B)(4).